Event description:
It was reported by service report that the bed had electrical problems due to a cleaning agent that was sprayed on the electrical connectors of the footboard. No pt involvement or adverse consequences were reported.